Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio patch and davol allomax surgical graft. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch which was implanted on (B)(6) 2010. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio patch and davol allomax surgical graft. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch which was implanted on (B)(6) 2010. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of allomax (device #1). Per op notes, "a allomax (device #1) was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent incision pfannenstiel hernia thereby underwent open repair with the implant of ventrio mesh (device #2). Per op notes, "a ventrio mesh (device #2) was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair. Per op notes, "multiple omental adhesions were taken down. The edges of the mesh graft were reapproximated using sutures."